Manufacturer narrative:
Standard functional tests were performed and all results were within specification. Complaint could not be duplicated or confirmed.

Event description:
Account alleges the pump overdelivers by 7%.